Event description:
According to the complaint the glucose parameter on the abl90 flex plus analyzer (serial number: (B)(6) has not been reporting on patient results (different patients over a course of several days). The response errors are 1387 and 1002 for glucose reporting.

Manufacturer narrative:
The radiometer data analysis confirm the cause for the missing glucose results is due to an error detected during measurements from on (B)(6) at 15:38 (sample no: (B)(6) to on (B)(6) at 21:58 (sample no: (B)(6), a total at 5 measurement po2 measurements. The error is probably due to an internal and intermittent po2 system error, and it is recommended to replace the sensor pcb to avoid this error to come back. The root cause is traced to manufacturing.